Event description:
--

Event description:
Boston scientific received information that information was received via the in home monitoring system that high out of range pacing impedances were displayed on the right ventricular lead. In addition, noise was noted resulting in oversensing and asystole for > 2 seconds. It was also noted that right atrial lead impedances had been varying but were not out of range. Engineering analysis was requested. There was no clean evidence as to why the right ventricular pacing impedances had been out of range but then normalized and no noise or oversensing was reproduced during a follow up. No further adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Analysis by engineering discussed possible indication for the observed clinical allegations. Noted a possible lead or connection issue. At this time there has been no change to the system. Upon additional information this investigation will be updated.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
At this time, the system remains implanted. Engineering analysis is ongoing. Upon additional information this investigation will be updated.

Manufacturer narrative:
The right atrial lead is a competitor lead.

Manufacturer narrative:
Additional informaiton provided noted that a revision took place, and this device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection showed no sign of abnormality or mishandling when it comes to the header and the device casing. X-ray observations confirmed that all lead wires were intact. Detailed analysis confirmed that all manual lead impedance measurements were within their normal range. Device was capable of delivering both brady and tachy therapies as programmed. Device was put through automated rp test and it passed all functionality tests including lead impedance measurements, sensitivity and other tests. Based on the above points, device, as received, was functioning normal and it was within specification. The field observations were not confirmed by testing.

Manufacturer narrative:
Additional informaiton provided noted that this device will not be returned for anlaysis. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that another alert was detected due to more high out range pacing impedances. At this time no change has taken place and the system remains implanted.